Manufacturer narrative:
Based on the information gathered, there is no indication or report that a da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the system log revealed no related system errors occurring during the surgical procedures that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that two days after a da vinci-assisted lower anterior resection (lar) procedure performed in (B)(6) 2023 for a patient with rectal cancer, the patient started having black fluid built up in the drainage that was connected to his abdomen. The patient's stomach was swollen. The patient had complaints of abdominal pain and chills. As a result, the patient was taken back for an ileostomy. There was no mention of da vinci system, instruments or accessories malfunctioned during the procedure, nor any intra-operative complications occurred. Attempts were made to obtain additional information, but no additional information was available.